Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected. There were error codes present and there was evidence of foam degradation (foam particles visible). The device was scrapped.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.